Event description:
It was reported that the patient was hospitalized for excruciating back pain. The patient fell 6 weeks prior to the report and it was unclear if the worsening pain was related to the fall or if the patient had another "bulge in his back." The reporter stated that the pain was horrible and "something's not right." An MRI was anticipated. It was unknown what drug was delivered by the device. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).